Event description:
The customer contacted physio-control to report that their device's ECG was not obtainable through both ECG cable or paddles lead, and hence the need for therapy could not be determined. The patient associated with the event was not harmed.

Manufacturer narrative:
The electronic patient records of the reported event were downloaded and reviewed. It was observed that there was a loss of connection to the patient through one or more of the ECG monitoring electrodes. There was also an indication that the therapy cable was connected to the device, however no disposable defibrillation electrodes were connected at first. Later, paddles lead ECG began to be displayed, until the device was switched to display different leads. The electronic patient record also indicated that the reported event occurred on (B)(6) 2018. As a result, section b3, event date, has been updated accordingly. Physio-control observed proper device operation through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and was unable to reproduce the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device's ECG was not obtainable through both ECG cable or paddles lead, and hence the need for therapy could not be determined. The patient associated with the event was not harmed.